Event description:
Pt was treated for a stenosis of the left subclavian artery. After the puncture, the physician introduced the 018 steelcore guide wire using a long arrow 7 fr. Sheath. It was impossible to advance the sheath and the comment of the physician was that the support of the 018 steelcore guide wire was not enough. The physician decided to exchange the 018 steelcore guide wire for a 035 guide wire and upon withdrawal the physician noticed that a part of the coating on the wire had peeled away finding some of the coating in the compress, which is used to clean the wire. The physician re-introduced the arrow 7 fr sheath over the 035 guide wire and there was no problem in advancing the sheath up to the location in the subclavian and the lesion was dilated. The results were evaluated as sufficient and it was decided not to place a stent. After all the devices were withdrawn from the pt, the physician manually compressed the puncture site. The pt was still bleeding after 20 minutes and it was decided to surgically perform the denudation of the artery. The physcian noted that the artery was severely damaged and was sutured. After saturation, no bleeding was observed and the pt left the operating room.